Event description:
It was reported that high impedance was observed on the atrial lead. The lead was revised on (B)(6) 2014. At that time, it was observed that the lead had dislodged. The lead was tested with the implanted device and an external pacing system analyzer but no electrical signals were seen through either. The lead was explanted and the atrial port of the device was plugged.